Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, the blue (+5v) and red (-5v) wires were intermittent in the cable connecting the distribution node (dn) and ECG electrode c. The cause of the check belt messages is the intermittent wires. The root cause of the intermittent wires cannot be positively identified. No adverse event resulted from the intermittent wires. The pt received a replacement electrode belt.